Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced increased pacing impedance that rose above the alert threshold triggering an alert. The alert threshold was increased and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.